Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented via remote transmission, the pacemaker appeared to be undersensing. Upon review of electrograms (egms), intermittent loss of capture was noted on the device and the following r-waves were blanked. It was also noted that the autocapture did not recognize the loss of capture. The patient was seen in clinic. The capture threshold measurements were evaluated with normal results. The suggested programming changes were made to resolve the loss of capture issue and autocapture was turned off. The patient was stable throughout and was also monitored with a follow up.